Event description:
The customer reported a calibration failure on a lot of tsh. The customer had not been performing signal reagent probe cleaning. This seenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpnl results. There was no report of patient harm as a result of this occurrence.